Event description:
The medical center reported that knee immobilizers are causing a wound on the achilles area. Most patients are older than 80 and bed bound.

Manufacturer narrative:
The reported device was not available to be returned for evaluation. Inventory and labeling were reviewed and found acceptable. The root cause could not be determined from the information provided.